Event description:
It was reported by the patient's relative that a "wire was loose." Follow-up information from the clinic indicates that the right ventricular (rv) lead was fractured, with elevated impedance and failure to sense and capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.